Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation the complaint device was returned 07/27/2018 for evaluation. Performed visual test and passed. Performed transmitter voltage test and failed. Performed share log review and no share log data was available. The reported event of a loss of connection was undetermined. The probable root cause could not be determined. The complaint was undetermined because there is no share data for a view.